Manufacturer narrative:
The investigation discovered numerous sample aspiration errors on the alarm trace. The investigation determined the event was consistent with improper sample pre-analytic handling. A general reagent issue can be excluded.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered and fixed an issue with the system's consumption of detergent. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient tested on a cobas 8000 c 702 module. The initial result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample for confirmation. The patient's initial glucose result was 155 mg/dl, and the patient's repeat result was 86 mg/dl. The customer determined the repeat result was correct. The glucose reagent lot number and expiration date were requested but not provided.